Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The insulin pump had an unresponsive keypad after the customer changed the battery. The blood glucose reading was 80 mg/dl. There were no significant events leading to the keypad issues observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling anomaly was noted. The insulin pump was also received with cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.